Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B) (4).

Event description:
It was reported that during an unspecified procedure a tip fracture occurred. The tip of the 300cm pt2 guide wire detached inside the patient. It is unknown how the physician completed the procedure. The patient¿s status was reported as ¿ok¿.additional information has been requested but is not available.